Event description:
It was reported that a distal tip break occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A mach 1 guide catheter and a non-bsc dilation catheter were selected for use. The distal tip broke as both devices were being advanced to the lesion that was described to be hard. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). H6 device code corrected from detachment of device or device component a0501 to material integrity problem a04.

Event description:
It was reported that a distal tip break occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A mach 1 guide catheter and a non-bsc dilation catheter were selected for use. The distal tip broke as both devices were being advanced to the lesion that was described to be hard. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the distal tip break was described as a crushed distal tip and not separated.